Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery with cancellus bone screws, two screws are broken intraoperatively and the fragments left in patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one unknown screw cancellous/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.